Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found the teflon pad was worn. Additionally, the distal end of the device was inspected under a microscope and found the probe was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the thunderbeat 5 mm, 35 cm, front-actuated grip type s presented probe damage error. Possibly u504 error. The issue was found during a therapeutic total laparoscopic hysterectomy, bilateral salpingectomy cystoscopy. The procedure was completed usign a similar device. Inspection and testing of the returned device found the teflon pad was worn. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip, causing spark generation. A force was applied to the probe during spark generation. A force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. This generated cracks on the probe causing the probe damage error. Due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. The following information is included in the instructions for use (IFU): ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ . Olympus will continue to monitor the performance of this device.